Event description:
There was no patient harm. The md was unable to turn on the ventilator. The ventilator screen turned off. Pt had to be manually ventilated.====================== manufacturer response for anesthesia machine, mindray======================manufacturer came to facility; unable to duplicate process. Examined machine - found no issue.